Manufacturer narrative:
The actual sample is not available for evaluation, however, a companion sample is but it is yet to be received.

Event description:
The event involved spinning spiros® closed male luer, red cap in which the spiros disconnected during patient use causing leak of chemotherapy. The product was replaced and therapy was resumed. There was no blood loss or bleed back reported. There was patient involvement, however, there was no harm reported as a consequence of this event.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.